Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, foreign material was found on the cannula tip. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-sep-2025. Investigation summary : bd received one sample and one photo for investigation. Evaluation of the returned sample and photo indicated light brown colored foreign material in the sample, resembling cardboard fibers. Additionally, ten retained samples were visually inspected, and no foreign material was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, foreign material was found on the cannula tip. No adverse impact was reported regarding the patient or user.